Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the tubing sets were connected to the clave ports of extension sets and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the option-lok male adapters disconnected from the clave ports. The customer contact reported the spin collar "spins to a point, then releases." The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no delays of critical therapies. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. A representative device from lot #761274w was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel. (B) (4).